Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic indicated that the insulin pump had multiple insulin pump error alarms. The troubleshooting was performed and found that customer was able to clear the alarm and able to complete the insulin pump rewound. The customer reported alarm occurred shortly after inserting a new battery. The device will be returned for the analysis.